Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is available.

Event description:
It was reported that during a routine device follow-up, the remaining longevity on this pacemaker was less than expected. At the previous device check in (B)(6) 2020 the remaining longevity was 5 years and currently it was 3.5 years. Premature battery depletion was suspected and the physician intended to replace the device. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure.

Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is available. Patient code 3191 captures the reportable event of surgery. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that during a routine device follow-up, the remaining longevity on this pacemaker was less than expected. At the previous device check in march 2020 the remaining longevity was 5 years and currently it was 3.5 years. Premature battery depletion was suspected and the physician intended to replace the device. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure. The local field representative later reported that the patient was implanted with a new device in the city of (B)(6). No further details were able to be obtained. The explanted device was not returned for laboratory analysis.